Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed multiple occlusion alarms which were preceded by a constant rise in force. The pump total daily dose history appeared inconsistent due to the pump date going from (B)(4) 2012 to (B)(4) 2007 to (B)(4) 2012 related to an unrelated time and date reset issue. The pump performed the rewind, load, and prime steps appropriately. A force sensor calibration test confirmed that the pump was accurately detecting force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No occlusions occurred during testing. An occlusion was induced and the pump alarmed appropriately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the patient contacted animas stating that she experienced a blood glucose (bg) value over 500mg/dl with no symptoms. The pump reportedly alarmed for occlusion. It was noted that during the phone call with customer support (cs), the patient did not want to clear it. Cs reportedly had the patient disconnect from the pump and had the patient perform manual primes. During troubleshooting, there were no prime issues found with the pump. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg event due the patient not addressing the alarms appropriately. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: a reserved sample from the same cartridge lot number b201696 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test, a fill test, and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.